Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic ovarian cystectomy, the jaws became not to open before use for the patient. There is no possibility that it had forgotten to unlock the safety lock. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.